Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing with a known good battery without duplicating the report. No battery was returned for evaluation, and device was determined to be functioning as intended. No trend is associated with reports of this type.